Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was inserted via the right vena subclavian successfully. The catheter was sutured at the suture wing and an additional loop around the catheter body. The catheter's position was checked by radiology. The catheter was aspirated without difficulties. Drugs/concentrations administered: "probably nacl, lactated ringer's solution, heparin, parenteral nutrition, not permanent potassium." At an unspecified time later, it was noticed that either the infusion solution or the perfusion solution came out at the puncture site. As a result, the catheter was removed and replaced without issues. The patient outcome was okay.